Event description:
The customer reported that the grandmother of a donor notified on 02/21/2025 that a donor has passed away on (B)(6) 2025 (suspected) after donating on a rika device on (B)(6) 2025. Donor ID: (B)(6) the collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Investigation: per the customer, no service was initially requested as there were no issues with the device. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, no service was initially requested as there were no issues with the device. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service technician checked out the device at the customer site, the tech completed a functional checkout and the investigation concluded that the device was working as intended and nothing anomalous was found. The run data file (rdf) was analyzed for this event. The log file shows that no unplanned operator interactions occurred during the 30-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Per communication with the customer, the funeral home and coroner office would not release any information. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the grandmother of a donor notified on 02/21/2025 that a donor has passed away on (B)(6) 2025 (suspected) after donating on a rika device on (B)(6) 2025. Donor ID: (B)(6) the collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, no service was initially requested as there were no issues with the device. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service technician checked out the device at the customer site, the tech completed a functional checkout and the investigation concluded that the device was working as intended and nothing anomalous was found. The run data file (rdf) was analyzed for this event. The log file shows that no unplanned operator interactions occurred during the 30-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Per communication with the customer, the funeral home and coroner office would not release any information. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search was performed for this lot and found no other report similar occurrences worldwide. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: a root cause assessment was performed for this complaint. Based on the available information and the information provided by the customer, a definitive root cause for the donor death could not be determined. Csl¿s process manager wrote terumo, ¿I received an update from our medical operations team this morning that they¿re closing the investigation into the donor death reported at the mcallen site. They¿ve determined that the death was not reportable/not assessable due to insufficient information (funeral home and coroner office would not release any information)¿. Possible causes include but are not limited to: * the donor's underlying disease state * an undisclosed medical condition

Event description:
The customer reported that the grandmother of a donor notified on (B)(6) 2025 that a donor has passed away on (B)(6) 2025 (suspected) after donating on a rika device on 02/16/2025. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Corrected information in b.5. Investigation: per the customer, no service was initially requested as there were no issues with the device. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A service technician checked out the device at the customer site, the tech completed a functional checkout and the investigation concluded that the device was working as intended and nothing anomalous was found. The run data file (rdf) was analyzed for this event. The log file shows that no unplanned operator interactions occurred during the 30-minute procedure. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Per communication with the customer, the funeral home and coroner office would not release any information. The device serial number history report indicates no further related issues have been reported for this device. A disposable complaint history search was performed for this lot and found no other report similar occurrences worldwide. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the grandmother of a donor notified on 02/21/2025 that a donor has passed away on (B)(6) 2025 (suspected) after donating on a rika device on (B)(6) 2025. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.